Manufacturer narrative:
Thrombus formation is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed low flow and suction alarms as well as a steady decrease in flow beginning on (B)(6) 2016. Analysis of the device revealed that the device passed functional testing and visual inspection but dimensional verification revealed a deviation in the rear housing disc curvature. Considering that the device met specifications prior to release and passed the post-explant functional wet test, these deviations are not expected to impact pump performance and were likely induced during system use. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Worsening heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any related device malfunctions or performance issues. Although the etiology of the worsening heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or ventricular infarction. The IFU addresses guidelines for optimal patient management. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital with low flow alarms.&#2049;n echocardiogram and chest x-rays were done and the patient was started on inotropes for worsening heart failure. After treatment with thrombolytics, the patient did not return to normal flow. The decision to exchange for a new pump was made.&#2064;patient's condition is unknown at this time. No additional information available.